Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used pump supplies beyond labeling. Tandem technical support educated customer on cartridge/insulin labeling. The customer cleared the alarm and resumed insulin therapy. Customers blood glucose was 89 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Change your infusion set every 48¿72 hours as recommended by your healthcare provider.